Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead integrity alert triggered due to instances of low impedance pacing and noise. It was also reported that the unipolar impedance was greater than the bipolar impedance and that a polarity switch occurred. The lead was capped and replaced. No patient complications were reported as a result of this event.